Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this pacemaker exhibited difficulties to interrogate. Technical services (ts) reviewed the device data and provided general recommendations, confirmed the device is supported by the programmer. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this device reverted into safety mode. Device replacement was recommended. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker exhibited difficulties to interrogate. Technical services (ts) reviewed the device data and provided general recommendations, confirmed the device is supported by the programmer. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this device reverted into safety mode. Device replacement was recommended. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision.

Manufacturer narrative:
Follow up report 2 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited difficulties to interrogate. Technical services (ts) reviewed the device data and provided general recommendations, confirmed the device is supported by the programmer. No adverse patient effects were reported. This pacemaker remains in service.